Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain and chronic low back pain. It was reported that the patient needed help with his system. It was not doing anything it was supposed to do. It won't let him recharge his device, he'd been not able to charge so his ins was not working and he was in pain. They stated that they initially saw the "battery empty cannot provide therapy" screen. The recharger (rtm) was connected. Patient services suggested that the patient disconnect the rtm, and the patient noted 2 little pins were bent on the rtm. They stated they had pain due to being unable to recharge ins. They called back the next day and stated that their stimulator was not stimulating where it should. They he was needing to meet with the rep for reprogramming. The patient stated he has had a gradual return of symptoms where stimulation was not helping with the control of their symptoms. This had started about a couple of weeks ago. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
Concomitant medical product: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and it was reported that the patient had no idea what the circumstances were that led to the ins not stimulating where it should as their activity and function had not changed. They reprogrammed but they didn't have improvement and it actually was worse. They stopped using it completely. They were now experimenting with different solutions, but nothing was definite yet. No further complications were reported or anticipated.